Event description:
The user no longer has any hearing sensation with the device after jumping on a trampoline in (B)(6) 2019. No trauma was reported. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No date for a possible re-implantation date has been received yet.

Event description:
The user no longer has any hearing sensation with the device after jumping on a trampoline in february 2019. No trauma was reported. Re-implantation is being considered but no date has been made available.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation with the device after jumping on a trampoline. No trauma was reported.